Event description:
Caller reported experiencing a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level as a result of this issue.the customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.